Event description:
During an annual device inspection, physio- control observed that when the AED analyze mode was selected, it would not advance past the "analyzing now- stand clear" prompt. However, the device does not lock up and was able to enter manual mode. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio- control is anticipating the device return to the manufacturing facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.